Event description:
Clear care is a product which has been reported for years as dangerous and causing serious eye burns and stinging to users of this cleaner for contact lenses. There is no warning on the box and the box is placed with all the other contact lens solutions which are safe for eye contact. There is a warning only on the bottle itself but seasoned contact lense wearers have on reason to look at this fine print and have no idea how dangerous the product is if it gets into the eye. I bought this at (B)(6) recently because (B)(6) automatically printed a coupon for it at the cash register. I returned the product after incurring painful burns in both eyes. I said how dangerous it is to place this clear care with the safe contact lens solutions that can get in the eye. Then the clerk exchanged clear care for my usual brand and the cash register printed out another clear care coupon and she gave it to me. Clear care must be labelled in huge warning letters and labelled on the box, not just the bottle. The bottle must be placed far away from any safe contact lens solution, probably behind the counter where the pharmacist or an optometrist must explain face to face never to get clear care in the eye. I am going to report this to my optometrist and ask for an eye exam.